Manufacturer narrative:
Covidien reference: (B)(4).

Manufacturer narrative:
(B)(4). A battery was received for evaluation. A visual inspection was conducted and no anomalies were observed. Functionality tests were performed using a battery analyzer, and it was shown to function within specifications at 90% capacity. Additionally, the battery was installed in a test ventilator where it was in constant use for more than two days, and it was allowed to run on battery power until the main battery was depleted. The battery powered the ventilator for more than an hour before it was plugged back in to ac power. There were no power issues or other errors generated. The returned battery was found to be operating within the manufacturing specifications. The customer reported malfunction was neither duplicated nor verified.

Event description:
Covidien received information stating while in use on a patient the ht50 ventilator experienced a "fault bat sys" error message. Ventilation of the patient did not stop. The patient was transferred to another ventilator. There were no negative patient consequences reported.